Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for revision of a right atrial lead. The lead was found to have low sensing amplitudes and loss of capture. Fluoroscopy revealed the lead was dislodged in the atrium. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.